Event description:
It was reported a volume discrepancy occurred. The actual residual volume was 37 milliliters while the expected residual volume was 2.7 milliliters. It was noted that the patient¿s first refill on (B)(6) 2013 there was nothing out of the ordinary. The patient reportedly experienced increased pain. The health care provider (hcp) had already programmed a ten percent increase when he had been preparing to refill the pump on the day of this report. The hcp then aspirated and found the discrepancy. The pump logs revealed nothing abnormal. It was confirmed the hcp had aspirated from the catheter access port (cap) when he implanted the pump and found good cerebrospinal fluid backflow. The hcp had reportedly thought about replacing the catheter but got good back flow so it was left implanted. The hcp planned to do a catheter dye study and/or possibly an indium study. The device system had been used to deliver bupivacaine and morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8578, serial# (B)(4), implanted: (B)(6) 2013, product type accessory; product ID 8731, serial# (B)(4), implanted: (B)(6) 2006, product type catheter; product ID 8840, serial# unknown, product type programmer, physician. (B)(4).